Manufacturer narrative:
H6: investigation summary: it was reported there was a crack in the indwelling tube. As no photo or sample was returned for evaluation, a thorough sample investigation could not be completed. This product was made manually. During the assembly process and in the packaging area, product quality is evaluated during the manufacturing process with inspections. This inspection is performed 100% by operators to ensure that the product met acceptance criteria. Control technicians also perform a sampling according to the quality control plan. The device history record was reviewed, and no quality notifications or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. Based on the investigation results, bd was not able to confirm the indicated failure mode.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced a crack causing leakage. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, when the nurses of the general department performed the operation and treatment of the patient's intravenous indwelling needle, the operation process was smooth, and the needle core was withdrawn in one step, and there was no process of the needle tip staying in the hose. When the indwelling tube was flushed after indwelling, it was found that the end of the indwelling tube leaked. After careful inspection, a crack was found in the tube.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced a crack causing leakage. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, when the nurses of the general department performed the operation and treatment of the patient's intravenous indwelling needle, the operation process was smooth, and the needle core was withdrawn in one step, and there was no process of the needle tip staying in the hose. When the indwelling tube was flushed after indwelling, it was found that the end of the indwelling tube leaked. After careful inspection, a crack was found in the tube.